Manufacturer narrative:
Please note this date is based off of the article¿s publication date as the specific event date was not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the reported events with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
Umemura, a., jaggi, j.l., hurtig, h.I., siderowf, a.d., colcher, a., stern, m.b., baltuch, g.h. Deep brain stimulation for movement disorders: morbidity and mortality in 109 patients. J neurosurg. 2003; 98 (4): 779-784. Summary: there is a significant incidence of adverse events associated with the deep brain stimulation (dbs) procedure. Nevertheless, dbs is clinically effective in well-selected patients and should be seriously considered as a treatment option for patients with medically refractory movement disorders. Reported events: a (B)(6) parkinson's disease patient experienced a "cerebral venous infarction where the deep brain stimulation (dbs) lead was implanted." It was stated the "venous infarction was caused by coagulating a large draining vein that entered the dura at the site of the burr hole." The venous infarction was in part diagnosed via MRI. It was noted this patient "presented with mild hemiparesis and a seizure post-operatively, but also recovered without sequelae." Further information has been requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Other: seizure, hemiparesis, cerebral venous infarction.